Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off three times by itself. The customer advised that their device was plugged into ac power at the time of the event. The device powered off and the nurse powered the device back on. Later the nurse noticed the device was powered off, and she powered the device back on. The nurse again noticed that the device was powered off and then powered the device back on again. This issue occurred when the nursing staff were preparing for a procedure later that day. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe the on/off button to be difficult to activate. However, what was observed would not have resulted in the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off three times by itself. The customer advised that their device was plugged into ac power at the time of the event. The device powered off and the nurse powered the device back on. Later the nurse noticed the device was powered off, and she powered the device back on. The nurse again noticed that the device was powered off and then powered the device back on again. This issue occurred when the nursing staff were preparing for a procedure later that day. There was no patient use associated with this event.